Event description:
Caller reported a malfunction on the pump, identified as malf 5, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use a backup insulin pump to ensure continuous insulin delivery, and technical support sent a replacement pump and provided instructions for returning the problematic pump. Instructions were also given to put the original pump into storage mode, and the caller acknowledged understanding of these steps.